Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the device, other applicable component are: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient device was getting replaced for normal battery depletion. The patient also mentioned that in 2008 they had to get their leads moved shortly after the device was implanted. The patient stated that stimulation only fully worked when their arms were extended, even after the revision. The patient stated after the correction stimulation worked, but it worked better if they were in a recliner and had their hands over their head due to the patient having a curved spine. No further complications were reported as a result of this event.